Event description:
Customer reported that pump battery would not charge. There was no reported adverse impact to customer¿s blood glucose level. Customer attempted various troubleshooting steps, including using different outlets and cables, but issue persisted with charging connection being unstable. Customer confirmed use of tandem charging cable and warranty status of pump. Technical support decided to replace pump, and customer was instructed to use multiple daily injections (mdi) as a backup therapy. Customer received instructions on returning faulty pump, confirmed understanding, and was provided a pre-paid label for return.